Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump was rewinding at the wrong time. The mother stated that sometimes the customer was not getting the insulin and she passed out for a couple of hours. The blood glucose was high of 544mg/dl. Advised the caller to discontinue the use of the device. No further information was provided.